Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user experienced hyperglycemia with blood glucose (bg) levels of 500 mg/dl following inaccurate cgm readings. The caregiver assisted, the user corrected with a sensor replacement and insulin correction bolus, and no hospitalization or long-term effects were reported.